Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached eri (early replacement indicator) 72 months post-implant and was thus explanted. No adverse patient effects were reported.